Event description:
Unable to deflate bulb on foley, had to consult urologist to deflate bulb so foley could be removed. Urologist consult caused extra expense. Urologist had to clip foley-small amt fluid drained while he milked the tubing. Foley pulled out as far as possible & dr used needle to deflate bulb. Sm amt bleeding noted from pt after procedure.